Event description:
It was reported that the customer experienced a blood glucose (bg) level of 35 mg/dl. Reportedly, the customer inadvertently performed the load fill tubing sequence while connected to the site. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with sugar water. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.